Event description:
The customer reported that there was a fluid leak of approximately 5ml from the lh780. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. The customer also reported obtaining high hemoglobin backgrounds. No erroneous patient results were associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse discovered the leak only happened when he performed shut down from the white blood cell (wbc) bath. The wbc bath was loose so he replaced all 3 aperture o-rings and re-installed the wbc bath. This resolved the issue. (B)(4).